Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached eol. A manufacturer representative was able to confirm eol and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.